Event description:
The customer reported the device failed the mains to applied part pt leakage current (safety) test.

Manufacturer narrative:
(B)(4). The customer reported the device failed the mains to applied part pt leakage current (safety) test. This is a testing failure only. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.